Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. This report shows all information available at the time of submission.

Event description:
The reporter alleged that on (B)(6) 2026 during a prostatectomy procedure there was an unrecoverable alarm on the instrument bedside unit. The procedure continued with another ibsu. No harm to the patient, no significant delay in surgery. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.